Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue started on (B) (6) in the morning. She said she does not take any action regarding management of diabetes due to the issue. She said that a couple of days after the issue started, she started feeling shaky and dizzy. The pt said she did not receive any treatment for the symptoms. She said she takes glucophage and 10 ml of lantus daily. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter does not turn on when pressing the power button or inserting a test strip. Although the pt's management of diabetes is unk, this complaint is being reported because the pt alleged the meter did not turn on and subsequently suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.